Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not using cartridge per IFU).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of 2.1mmol/l without symptoms. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that the patient did not use cartridge per IFU. This report is being made due to the bg excursion the patient experienced due to use error, patient not using cartridge per IFU.